Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 4. Reference MFR report: 1627487-2016-03644, 1627487-2016-03673 & 1627487-2016-03674. It was reported the patient was not receiving stimulation therapy in the correct location. Follow-up identified surgical intervention was taken on (B)(6) 2016 and three of the patient's peripheral (off-label) placed leads were repositioned in a more optimal position. The patient's scs system was programmed postoperative and optimal stimulation was reportedly obtained. It is undetermined which of the patient's leads were revised, hence all possible devices are being reported.